Event description:
The facility reported a colleague pump with failure code 812.05. It was not specified when reported condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. Review of the device's event history determined that the failure code 812:05 was a cascade failure from failure code 810:04, which interrupted delivery. This device utilizes user interface module master software version (B)(4) categorized as remediated.

Manufacturer narrative:
The reported condition of failure code 812:05 was confirmed but not duplicated. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. Based on review of the device's event history, failure code 810:04 occurred on (B)(6) 2010 as opposed to the reported occurrence date of (B)(6) 2010. A follow-up report will be submitted if additional information becomes available. (B)(6).

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition.